Event description:
Report received of "distal occlusion alarms on plum 1.6 pumps during priming and set-up" which resulted in delay of therapy. A pt, was admitted through the ER for the complaint of chest pain. The pt was diagnosed with acute myocardial infarction. A nitroglycerine drip was ordered to infuse at a rate of 5mcg-15mcg/kg/min to titrate to effect (for pain relief). During set-up and priming, the plum 1.6 pump gave a "distal occlusion alarm". Troubleshooting was done and during this time the pt received a morphine sulfate drip at 8mg-10mg at a titrated rate of 2mg increments which resulted in a decrease in the pt's chest discomfort to one on a ten point scale. The customer reported that the pt's vital signs were stable with a systolic blood pressure in the 100's, heart rate of 80-90 beats/min with no respiratory difficulty. After fifteen minutes of troubleshooting, the nitroglycerine drip was started without problem. Ten minutes after the drip was started, the pt's chest discomfort was relieved. After the pt was medically stable, pt was transferred via air ambulance to another hosp for an angioplasty. No add'l medical info available upon request.